Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following intraocular lens (iol) implantation, the patient complained of eye pain and continued blurry vision. The lens was removed and replaced with another monofocal lens in a secondary procedure. The clinical reason for explant was lens dislocation. Additional information was received. The iol exchange was done in right eye with company lens. In the surgeon's opinion, the events were caused due to dislocation of lens. The patient was fully recovered after lens exchange.